Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy, the fenestrated bipolar forceps instrument broke and a fragment fell into the patient. It was cut short at the front. The fragment was retrieved during the same procedure, and the surgery was completed with a delay of less than 15 minutes.